Event description:
According to the reporter, the consultant used a neuro-muscular stimulator on the side of the temple in conjunction with the device. When activated, it's not uncommon for bis to register the electromagnetic interference in the raw eeg (and occasionally see an elevated bis number). However, in this instance, although the eeg displayed interference and the bis index number rose when the stimulator was used, the elevated number and interference in the eeg remained for a period of time after activation of the neuro stimulator. The consultant was concerned that the neuro-stimulator - a new device for them, was discharging residual current to cause this phenomenon with bis. The product will be reported separately. The other concern is that the anesthetist, believing the patient could potentially be light and at risk of intra-operative awareness, deepened the anesthesia meaning the patient took longer to wake up and recover. There were no injuries, side effects or complications from the case other than those stated here.

Manufacturer narrative:
D10 concomitant product: 186-0106 quatro sensor x25 (lot#: 186-0106) h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted the failure could not be determined. A comprehensive examination could not be performed, because the returned sample was not received in a state that allowed full functional or visual assessment. It was reported that the bis monitor reported higher than expected readings. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. This report is being submitted as part of a retrospective review and remediation per crp no. 1000199834/nc36. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.